Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a lead safety switch for the right atrial (ra) lead occurred due to a pacing impedance measurement below 200 ohms. There was also noise noted on the ra lead. In addition, there was noise that was causing oversensing on the rv lead; however, the pacing impedance measurements were still in an acceptable range. A revision was performed. It was noted that under fluoroscopy, that the ra and rv leads are potentially rubbing on one another or there is potential clavicular crush. The leads and pacemaker was explanted and successfully replaced with an MRI compatible system. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a normal follow up, interrogation of this pacemaker revealed a non-sustained episode recorded in the arrhythmia logbook as a result of noise on the right ventricular (rv) lead that was being oversensed. The oversensing resulted in several pauses in pacing for more than two seconds. The episode occurred when the patient was walking and he did not experience any symptoms as a result. Attempts to recreate the noise during the follow up were unsuccessful. The data was sent to boston scientific technical services (ts) for further review. A ts consultant reviewed the information and discussed that the lead measurements are stable and in normal range. It was also discussed that the noise was very fine and is most likely the result of myopotentials. The ts consultant discussed additional programming options for this patient to prevent this type of oversensing. The information will be communicated with the physician who will then decide the best course of action for this patient. No adverse patient effects were reported. The device and rv lead remain implanted and in service.